Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that fluid could pass through the complete fluid path, and no tears or leaks were found in the fluid path that would result in fluid leaking. However, the exposed portion of the soft cannula was stretched, kinked, and flattened. It could not be determined when these damages occurred, and the investigation could not conclusively determine if these damages affected the device's ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that the patient's blood glucose reached 395mg/dl while wearing the pod for between 1 and 4 hours on the abdomen. She stated the pod was leaking. The device was returned for evaluation.